Event description:
One patient sample with discrepant free t4 result. Initial result 27.4 pmol/l. Same sample repeated using different method gave result of 19.9 pmol/l. No information provided to determine if results were used to guide therapy. The investigational unit was unable to determine a specific cause for the discrepancy, no interference factors were identified in the sample.